Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, customer received multiple cartridge change errors. There was an o-ring on the pneumatic tap. Customer removed o-ring and was able to successfully load a new cartridge to resume insulin therapy. Customer's blood glucose was not adversely impacted.